Event description:
The pt's scs system was implanted for off-label use. It was reported the pt was no longer receiving adequate coverage. An impedance check was performed and o anomalies were found. During surgical intervention, impedance was found to be within normal limits. As a result, the doctor decided to explant and replace the ipg.

Manufacturer narrative:
Removal/correction number 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.